Event description:
It was reported to depuy acromed that a doc screw fell through the plate during insertion. The plate had to be removed to retrieve the screw. Surgery time was extended over a half an hour due to this event. The screw was discarded by the hosptial. The device history record and drawing were reviewed and no discrepancies were found. No screws containing this lot number remain in inventory. The root cause of the event cannot be determined. The product was not returned for evaluation. No other reports of this type have been reported for this lot code. No further action can be taken at this time.